Event description:
It was reported that the customer had a no delivery alarms on insulin pump and irritation at site. The customer's blood glucose level was unknown mg/dl. The customer declined to be transfer at 24hr helpline. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).